Event description:
The customer reported that there were no alarms for spo2 desat events.

Manufacturer narrative:
It was reported to philips healthcare (via medwatch report) that the m1205a a26/24 omnicare monitor did not provide audible alarms for spo2 desaturation events. The reported incident date was (B) (6) 2009. No patient injury was reported. The bed number was reported (B) (6). Follow-up with the hospital, ICU nurse manager confirmed incidents at bed (B) (6) on (B) (6) 2009, (B) (6) 2009, & (B) (6) 2009. This complaint addresses the incident that occurred on (B) (6) 2009. Alarm review data, strip reports, and central station log file data was obtained. The customer had reported that a failure to alarm for spo2 desat events had occurred at bed (B) (6) on (B) (6) 2009 at about 15:30 (03:30 pm). The alarm review data provided shows that red spo2 desat alarms were provided at 15:29:04 (03:29 pm), 15:39:42 (03:39 pm), and 15:40:39 (03:40 pm). Also note that a red brady alarm was provided at 15:35:15 (03:35 pm). The wave review data for bed (B) (6) on (B) (6) 2009 shows that the device recognized changes in the patient's condition and generated alarms. No more specific details can be provided from the wave review data available. A review of the central station log file data shows considerable alarm activity for both red spo2 desat and red brady events surrounding the incident timeframe. The log indicates that both visual and audible alarms were being provided. Refer to the test/notes section for additional information. A review of all the available data shows that the device recognized changes in the patient's condition, and that alarms were provided for spo2 desat events. The labeling (IFU) adequately describes alarming, acknowledgement of alarms, and alarm configuration. This is not being considered a device or labeling malfunction but is an indication of user misunderstanding at this institution. No further investigation or action is warranted. (B) (4)